Event description:
It was reported that during ptca procedure, the balloon ruptured and became stuck in the guide catheter. Upon removal the balloon stripped off in the guide catheter and the entire system was removed without incident. Pt status is listed as "okay".